Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to having had a bilateral pulmonary embolism-(B)(6) 2021 requiring resuscitation and intensive care. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 12, 2023 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to having had a bilateral pulmonary embolism- (B)(6) 2021 requiring resuscitation and intensive care. The device was returned to the third party service center for further evaluation. The device was evaluated. During the evaluation, there was a corrosion on metallic surfaces and also observed dust/dirt contamination inside the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.